Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient described intermittent on-off of system and inability turn the system up, high impedances (>40000) on 3 electrodes(1, 7,12). The 7, 12 electrodes seem to be intermittent with the 1 electrodes consistently high. The manufacturer representative (rep) reported multiple impedance checks. The rep programmed around the affected electrodes. They have an appointment scheduled on (B)(6) with the managing md to discuss other options to possibly include a lead revision if coverage not restored. At the time of the report, the issue was resolved. Additional information from the rep indicated that the cause of the high impedances was not determined. They reprogrammed around the impedances, and the patient is scheduled for a lead revision/replacement on (B)(6) 2021.